Event description:
It was reported that during a laparoscopic appendectomy procedure, the staple fired through, but did not adequately form on appendices. The procedure was completed with a similar device. There was no pt consequence.